Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025 the patient's husband received a call from the rehabilitation facility where the is currently at. They informed him that the dexcom failed and that they are not seeing any dexcom readings on patient's receiver. The patient's husband was told that the ambulance was arriving around 1:30pm. Ambulance was called because the patient's respiration rate was at 60-70 and her finger stick reading was at 342 mg/dl. At around 2:00pm, the patient and her husband arrived at the hospital and the patient was admitted. Upon arrival, the patient's finger stick was 600 mg/dl and no dexcom readings since the sensor failed. The patient as treated with insulin IV drip and medication for anxiety and confirmed notable injuries. The patient was discharged from the hospital on 06/18/2025. At the time of the report, the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.